Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with white foreign matter. The foreign material was unable to be identified. It is likely that due to a leak, reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Technical evaluation of the returned device confirmed, the customer allegation "did not pass in the washer". Leakage around the venting connector was noted. There were few additional findings: the adhesive of the bending section cover was separated and deteriorated, universal cord had buckling, the key top of the switch button 1 was scratched, light guide rod lens was cracked, the charge coupled device (ccd) cover lens was chipped, angulations were out of specifications, insulation resistance value of the distal end was out of specification. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the colonovideoscope did not pass in the washer. The device was returned, and an evaluation at the repair center revealed clogging of the nozzle with white solid material similar to cleaning agent. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.